Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found down at home at the bottom of the stairs with dried blood all around the patient. The patient lived alone at home and was found by a family member. Reportedly, the pump had lost external power sometime between midnight and 10am on (B)(6) 2016. The patient¿s family member changed the batteries to the system controller and the pump restarted. The green pump running symbol was seen on the system controller and pump function was confirmed by emergency medical technicians via auscultation. The patient was transported to the nearest hospital and was pink and warm on arrival; however, pupils were fixed and sluggish to respond. A head CT scan showed a massive hemorrhagic stroke. It was reported that the stroke was likely related to the fall down the stairs. Due to the massive hemorrhagic stroke, care was withdrawn and lvad support was discontinued. The patient expired on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The lvad was not explanted; however, the system controller was returned for evaluation. Review of the log file retrieved from the returned system controller revealed a loss of external power to the system due to depleted batteries resulting in a pump stop on (B)(6) 2016; however, a specific time frame for when the reported fall occurred with respect to the pump stop and a potential cause for the event could not be determined through this evaluation. The returned system controller was functionally tested and found to operate as intended during analysis. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.